Event description:
I am writing to report an adverse event and possible regulatory violation involving a recent full-face "thermal filler" treatment I received on (B)(6) 2025 in (B)(6). The injector, who identified herself as a registered nurse, used a product called revolax for liquid rhinoplasty, under-eye hollows, nasolabial folds, marionette lines, jawline, and chin contouring. I have since learned that revolax is not FDA-approved for use in the united states. Immediate and ongoing complications: I developed a large clump of filler inside my oral cavity, numbness and tingling in the nasolabial area, multiple firm, tender lumps at each injection site. I reported these symptoms to the injector the next day. She denied any link to the filler or her technique and demand money for the service/product. I am seeing a licensed physician to assess possible nerve involvement and determine whether hyaluronidase dissolution or other intervention is necessary. Requested FDA actions; investigate the unauthorized use of revolax, verify the injector's credentials and compliance with federal and state scope-of-practice regulations, evaluate this adverse event for inclusion in the FDA's database and any necessary public safety communications. Additional details; injector's name: (B)(6), instagram page: (B)(6), business address: (B)(6). Photographs can be provided upon request. Thank you for your attention to this matter and for safeguarding public health. Please confirm receipt of this complaint and let me know if any further information is required.